Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 288mg/dl. A system check was performed verifying the occlusion alarms. Reportedly, an abrupt temperature change had occurred to the pump prior to the alarm occurring. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. The customer performed a cartridge change and successfully resumed insulin deliveries.